Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service representative checked the instrument adjustments and function. He performed checks and a precision test without error and the results were within manufacturers specification. The customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 and ise indirect ci for gen.2 for 1 patient sample on a cobas 8000 cobas ise module. The initial sodium result was 156 mmol/l and the repeated result was 141 mmol/l. The initial chloride result was 115 mmol/l and the repeated result was 103 mmol/l. The repeated results were believed to be correct. The results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer's calibration recovery was found to be acceptable. The customer's qc was requested but not provided. The customer only provided verbally that their qc was within range before the issue occurred. The investigation did not identify a product problem. The cause of the event could not be determined.